Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-may-12 from a healthcare professional reported the patient called the office, the healthcare professional (hcp) called manufacturer and "reassured". The next day the patient came back to the hcp office. It was noted that the cause of the alarm the patient heard was for premature battery failure. The patient's weight at time of event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (25 mg/ml at 5.5 mg/day with a 0.417 bolus up to six times per day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2017 it was reported that the patient had her pump refilled today. Within the last hour, she heard the pump alarm. When she used her ptm (personal therapy manager) it seemed like it was working and no code came up. The patient had no symptoms. No further patient complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp). It was reported that the pump had gone through a low battery reset and was in safe state on (B)(6) 2017 at 13:36. The elective replacement indicator was 11 months. The hcp stated that they've noticed with patient's that utilize the personal therapy manager the pump battery "dies way faster." The patient was said to use more patient administered (pa) boluses then normal. It was stated the patient was also experiencing withdrawal with symptoms of nausea, chills, and shaking that began on (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.